Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by pain, prominent increase in fibrin and cloudy dialysate. The same day, the pt was hospitalized for the event. Treatment for peritonitis was not reported. The cause of the peritonitis was not reported. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.